Event description:
Stapler would not fire per md. Stapler was used a few times before occurrence. Tech tried undraping robot arm and re-draping to see if it was a different issue. Stapler was removed from field, requiring a new stapler to be opened.